Event description:
Healthcare professional reported "capsular contracture baker grade iii & rupture in the upper pole". Left side. Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, fold creases, weight within specification. A microscopic analysis was performed which identified: wear abrasion, a curved sharp opening on anterior side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.